Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately compared to another meter and compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred 3 weeks prior to contacting lfs. The patient reported obtaining readings of ¿400mg/dl¿ on the lfs meter and ¿80mg/dl¿ on another unknown meter. The patient reported using a combination of lantus and januvia to manage her diabetes. The patient reported since the alleged issue first occurred she has been making no changes to her usual dose of medication. The patient reported on the same day as the issue occurred she developed symptoms of ¿shaking and sweating.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she made no changes in her usual diabetes management routine and developed symptoms suggestive of hypoglycemia.